Manufacturer narrative:
The device was not returned for evaluation. The physician stated that she does not feel the pneumothorax is attributed to the performance of the navigation. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that during a monarch-assisted bronchoscopy procedure, the patient experienced a pneumothorax. The target location was left upper lobe (lul) (target in the lingula), and the pneumothorax was discovered on the right side when the physician received a radial image and digital radiography (dx). A chest tube was placed and the patient was admitted to the hospital. The following day the chest tube was removed and the patient was released from the hospital.